Event description:
Boston scientific received information that this device was found to be at end of life (eol) battery status during an interrogation after the patient received appropriate shock therapies. A boston scientific field representative reported a manual capacitor reformation resulted in a 45 second charge time, and the programmer indicated the device had limited functionality. A device data disk was submitted for engineering analysis, which confirmed the device declared eol status due to an extended charge time that exceeded specifications. The disk analysis could not determine if there were any other device or lead issues. Because the patient has a terminal cancer and was expected to enter hospice in the near future, the patient's physician elected not to replace the device.

Manufacturer narrative:
This investigation will be updated should additional information be provided.